Manufacturer narrative:
(B)(4).

Event description:
It was reported by field service engineer (fse) that the intra-aortic balloon pump (iabp) gave an alarm (battery less than 20 minutes) then turned off. It was noted that the pump used ac power on transport. The issue was resolved by switching to another pump when landed at site. The battery and fiber optic connector was replaced and preventative maintenance was performed on the pump. There was no report of injury or consequence to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp battery power low/lost is confirmed. The returned battery failed the battery load test at 82 minutes. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported by field service engineer (fse) that the intra-aortic balloon pump (iabp) gave an alarm (battery less than 20 minutes) then turned off. It was noted that the pump used ac power on transport. The issue was resolved by switching to another pump when landed at site. The battery and fiber optic connector was replaced and preventative maintenance was performed on the pump. There was no report of injury or consequence to the patient.